Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving lioresal (500mcg/ml at 24mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was experiencing a return of tonality. The healthcare provider (hcp) was able to aspirate the catheter. The hcp visually inspected the pump segment and felt it looked compromised with some fraying. The hcp revised the catheter and replaced the pump segment. There were no environmental, external, or patient factors that may have led or contributed to the issue that were disclosed to the rep. Any diagnostics or troubleshooting performed was not disclosed to the rep. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.